Manufacturer narrative:
Na

Event description:
The customer reported the ventilator went vent inop and alarmed while in pt use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was able to duplicate the customer reported problem. The service tech replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.